Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable was out of electrical specification, as a result the cable was exchanged. (B)(4).

Event description:
It was reported that the programmer had "telemetry failure". The programmer has been returned for repair. There was no patient involvement. The radiofrequency (rf) head was returned to the manufacturer, analyzed, and tested out of specification.